Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Customer went to the emergency room (ER). Customer was treated with insulin and was released from the ER an hour later in stable condition with a bg of 264 mg/dl. Customer changed pump supplies to address the issue and successfully resumed insulin delivery.